Event description:
It was reported that the patient's right atrial (ra) and the right ventricular (rv) lead exhibited noise. The noise on the ra lead was reproducible in clinic. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.